Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon wire separated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician inserted a post dilatation balloon and dilated the vessel. The physician then noticed that the occlusion balloon wire separated near the proximal end of the adapter. The physician removed the proximal portion of the occlusion balloon wire by hand, and had to insert a snare to retrieve the distal portion successfully from the patient. The patient is reported to be fine.